Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. The pump print report indicated that a revision had been performed on (B)(6) 2007, and the distal catheter length was 26.5cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.